Event description:
Pharmacy technician was compounding unasyn using the mini-bag plus system. The pharmacy technician noticed when the the blue seal was taken off on the mini-bag plus that there was a pool of fluid that came out of the end of the cap. The product was not used and set it aside for evaluation. It was also noticed on the mini-bag plus that the seal was not broken. It is not known where the fluid came from.